Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, the trocars (5mm in particular) were causing extreme drag on the instruments however, the surgeon felt the seals or where the seals meet the cannula was where the problem was being created. Surgeon kept using the trocars even though they were tight and causing "drag" or creating a "sticky" feeling on many of the various instruments being used throughout the procedure. There was no patient injury.